Manufacturer narrative:
Corrected information: sex,, date of birth if information is provided in the future, a supplemental report will be issued.

Event description:
The patient originally reported through a manufacturer representative (rep) on (B)(6) 2017 that she ¿felt burning¿ after having recharged for ten minutes. It was further reported the patient¿s ¿battery was flat¿ and she was ¿not receiving therapy¿ as of (B)(6) 2017. The rep involved with the event also attempted to recharge the patient and it was noted this also ¿caused burning after 10 minutes.¿ it was noted the patient¿s physician had identified infection and mental health issues as external factors that may have led or contributed to the issue. The physician ¿felt the wound may still be healing and her mental health may be playing a role¿ in the manifestation of the issue. It was noted the mental health issues were pre-existing and that the infection was mentioned as speculation. The issue remained unresolved at the time of report; an additional recharging session was to be attempted 14 days after initial report, before the device reached overdischarge. It was noted that if the burning sensation continued, a primary cell implantable neurostimulator (ins) would be implanted. As of (B)(6) 2017 the patient was ¿sent home and returning after three weeks to ensure healing.¿ additional information was reported by the patient through a rep (B)(6) 2017 that noted their pocket site still burned when they were recharging. It was further reported the issue occurred after 20 minutes of charging and that there were no external factors reported to have led or contributed to the issue. After the patient met with a rep, it was decided the patient would charge their device for five minutes every 24 hours; however, the issue remained unresolved as of (B)(6) 2017. It was noted that surgical intervention occurred on (B)(6) 2017, whereby the patient¿s implantable neurostimulator (ins) was explanted. There were no plans to replace the ins in the future; no further complications were reported or anticipated. It was noted the patient¿s device was implanted for motor cortex stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the battery had reduced capacity due to over discharge. The ins was received with no telemetry and no output, but a normal recharge was started after a physician mode recharge (pmr) was performed. After recharging the ins passed functional testing. A heat test was performed to determine if the ins generated any heat while recharging and no anomalies were found. Other applicable components are: product ID 97754 (B)(4) product type recharger product ID 977c165 lot# unknown product type lead. If information is provided in the future, a supplemental report will be issued.